Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 around 10pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. About 30 minutes after the start of the alleged issue, the reporter claimed the patient felt a symptom of blurry vision. The patient took more food and/ or drank a beverage in response to the reported symptom. On the following day, the patient reportedly visited his physician¿s office for an appointment. No additional treatment was specified. It is not known if the patient tested his blood glucose with another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.